Event description:
It was reported that the patient received an inappropriate shock while being electrocuted by hand tool. The patient was sprayed with water while using the hand tool. The patient released the hand tool and received the shock due to oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 0184 competitor implantable tachy lead, implanted: (B)(6) 2005; 4548 competitor implantable pacing lead, implanted: (B)(6) 2005. (B)(4).